Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing fracture. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump near the strain relief. This was a site of leakage. A separation was noted on the inlet tube of the pump, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period of time. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tube of the pump to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing and longer exhaust tubing near the strain relief. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.